Event description:
It was reported that both leads exhibited intermittent high impedances. With manipulation of the pocket and patient's arms, both bipolar lead impedances climbed to greater than 2500 ohms. An x-ray showed that the leads were crushed near the clavicle. The system would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.